Event description:
It was reported that, when the nurse opened the product box, the pt seal was already lifted up."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.